Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer stated they dropped the insulin pump. Customer's blood glucose was 120 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on glass, minor scratched lcd window and cracked reservoir tube lip.